Manufacturer narrative:
Analysis summary: complaint not confirmed: upon receiving the device, it was received with dried blood on the device and eschar buildup on the blade confirming the device was used prior to receiving back the device. The device was connected to the complaint lab eprom reader and was able to confirm the lot number and the device was successfully activated prior to receiving the device. The device was then connected to the complaint lab fluke multimeter for continuity readings and confirmed it met the continuity requirements for the device. It was then connected to the complaint lab generator and tested the device on the required functional tests. No failures were found or detected when the device was tested for its functionality. The sparks were observed as well when tested for its functionality in saline and on raw chicken on both the cut and coag modes and on the required settings listed in the document that was mentioned and confirmed that the ¿sparks¿ that were produced during the analysis were normal glows that are regularly seen/produced in the devices and followed the requirements from the document mentioned and the IFU defined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that when the doctor used the handpiece at the beginning of the operation, he found sparks from the handpiece tip. The doctor tried to adjust the energy to avoid sparks, but after several tests, there were still sparks on the tip off the handpiece tip. Finally, the doctor replaced to a new handpiece to complete the operation. There was no reported impact to patient outcome.